Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus) and device dislocation ('complications from your essure removal procedure- one of the coils was not found in the fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) of 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) of 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and anxiety.") And dyspareunia ("dyspareunia (painful sexual intercourse). In (B)(6) of 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia), and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:,"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), depression ("psychological or psychiatric problems condition: depression and anxiety."), scar ("scar tissue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and supracervical hysterectomy). Essure was removed in (B)(6) of 2014. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, anxiety, dyspareunia, vaginal discharge, scar and abdominal pain had resolved and the device dislocation, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)') and device dislocation ('complications from your essure removal procedure- one of the coils was not found in the fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and anxiety.") And dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type:,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:,"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:,"), depression ("psychological or psychiatric problems condition: depression and anxiety."), scar ("scar tissue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and supracervical hysterectomy). Essure was removed in (B)(6)2014. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, anxiety, dyspareunia, vaginal discharge, scar and abdominal pain had resolved and the device dislocation, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received : events- "migration of essure device location of device: uterus, dyspareunia (painful sexual intercourse), vaginal discharge, scar tissue, abdominal pain, complications from your essure removal procedure- one of the coils was not found in the fallopian tube", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:,"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:,"), depression ("psychological or psychiatric problems condition: depression and anxiety.") And anxiety ("psychological or psychiatric problems condition: depression and anxiety."). The patient was treated with surgery (otal hysterectomy (uterus and cervix removed) - salpingectomy). Essure was removed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received - case becomes valid with incident. New event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: and psychological or psychiatric problems condition: depression and anxiety were added. Patient information date of birth were added. Product indication, essure removal surgery were added. New reporter and consumer address were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.